Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿downstream occlusion during flow test¿ was not reproduced. The device was tested for downstream occlusion test with passing results. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be caused by an incorrectly calibrated downstream sensor that was reading high, which is probable cause for the downstream occlusion alarm during flow testing and downstream tubing guide shim height out of specification. The downstream tubing guide will be replaced during the repair process. Should additional relevant information become available, a supplemental report will be submitted.